Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR reports # 1627487-2013-04110 and 1627487-2013-04111. The pt has four leads, and two have the same lot number. It was reported, the pt was experiencing a burning sensation along the lead path whether the scs system was turned on or off. It was reported, the sensation diminished somewhat if the stimulation was turned off. Diagnostic testing showed some contacts with low impedance. Follow up found the physician believed the issue to be related to scar tissue build up. There was no intervention planned at the time.